Event description:
It has been reported to us that the shaft of the catheter kinked then separated while attempting to be removed through the introducer sheath. The physician inserted a guide wire into the patient. The physician had difficulty positioning guide wire because the patient had very tortuous anatomy. The pysician inserted the guide catheter into the patient and advanced forward with difficulty and was able to engage the ostium of the right coronary artery. The physician attempted to torque the guide catheter into the ostium, however, the guide catheter tip would not respond. The guide catheter kinked in the proximal section in the iliac. The physician removed the guide wire, however, had difficulty due to the kinked section of the guide catheter. The physician had difficulty removing the wires through the guide and used some effort and was successful removing the guide wire. The physician pulled back the guide catheter into the introducer and became lodged inside the introducer sheath. The physician removed the guide catheter and introducer sheath together from the patient. The guide catheter was examined and indicated that the outer jacket of the guide has separated. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. H.3.: device eval anticipated, but not yet begun.